Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed inappropriate anti-tachycardia pacing therapy due to atrial fibrillation with rapid ventricular rate on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was stable before, during, and after the changes.